Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, it was reported that the lead helix would not screw. The lead was discarded and replaced. The patient is well.